Manufacturer narrative:
(B)(4).

Event description:
It was reported that several non-sustained rv oversensing episodes were observed. Myopotential oversensing was suspected. Programming changes were made. Patient's condition was normal.